Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') in a (B)(6) year-old female patient who had essure (batch no. A63345) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nabothian cyst, chronic cervicitis, fibroids, uterine fibroids and bladder injury. Concomitant products included sumatriptan from (B)(6) 2012 to (B)(6) 2016 for migraine, nsaids since march 2013 and paracetamol (acetaminophen) since (B)(6) 2013 for pelvic pain female as well as ethinylestradiol (ethinyl oestradiol) from (B)(6) 2013 to (B)(6) 2013, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2016, norethisterone (mini-pill) since 2009 to (B)(6) 2016, norgestrel from (B)(6) 2013 to (B)(6) 2013 and rizatriptan from (B)(6) 2012 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the depression, anxiety, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine and headache outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraine, vaginal bleeding, headache, menorrhagia". Quality-safety evaluation of ptc: (B)(4). Most recent follow-up information incorporated above includes: on 17-jun-2019: plaintiff fact sheet and medical record was received. Lot number added. Events added from pfs- depression, mental anguish, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), migraines, headaches. Reporter information, medical history,concomitant drug, events onset date, events outcome, lab data, essure insertion and removal date were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') in a 40-year-old female patient who had essure (batch no. A63345) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nabothian cyst, chronic cervicitis, uterine fibroids and bladder injury. Concomitant products included sumatriptan from (B)(6) 2012 to (B)(6) 2016 for migraine, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013 for pelvic pain female as well as ethinylestradiol (ethinyl oestradiol) from (B)(6) 2013 to (B)(6) 2013, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2016, norethisterone (mini-pill) since 2009 to (B)(6) 2016, norgestrel from (B)(6) 2013 to (B)(6) 2013 and rizatriptan from (B)(6) 2012 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the depression, anxiety, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine and headache outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraine, vaginal haemorrhage, headache, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') in a 40-year-old female patient who had essure (batch no. A63345) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nabothian cyst, chronic cervicitis, uterine fibroids and bladder injury. Concomitant products included sumatriptan from (B)(6) 2012 to (B)(6) 2016 for migraine, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013 for pelvic pain female as well as ethinylestradiol (ethinyl oestradiol) from (B)(6) 2013 to (B)(6) 2013, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2016, norethisterone (mini-pill) since 2009 to (B)(6) 2016, norgestrel from (B)(6) 2013 to (B)(6) 2013 and rizatriptan from (B)(6) 2012 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the depression, anxiety, dysmenorrhoea, migraine and headache outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for: pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraine, vaginal haemorrhage, headache, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- outcome of the event ?vaginal haemorrhage and menorrhagia were updated from unknown to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.